Event description:
Pt reported noticing an increase in blood glucose levels that reached 480 mg/dl during the last week. Pt stated he attempted to lower the blood glucose level by bolusing but the problem persisted. Pt reported he noticed there was a small bump on the skin under the needle which could have caused an inaccurate delivery. Pt stated during that time the infusion device didn't give any error/alert messages. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.